Manufacturer narrative:
Additional information: section h imdrf annex codes, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient information was not appearing in the enterprise server. A technical support specialist dialed into the group 4 server and ran a visit query, which confirmed that the visit had not crossed over to the enterprise server, logged into the enterprise server web page and manually resent both visits using the visit identities provided by the customer, but this did not resolve the issue, escalated the case to carefusion coordination engine (cce) to verify whether the visits had crossed to the interface. Tss recommended that the customer open a ticket with ascension, as previous similar issues were confirmed to be host-related. Tss had previously worked with ascension on a radiology patient issue that was resolved on their end and determined not to be an issue from tss side, attempted to contact the customer but was unable to reach them; the customer later provided permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not appearing. The customer stated that this malfunction occurred while dispensing the medication and unable to pull the medication to patient it caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not appearing in pyxis es server. The customer stated that this malfunction occurred while dispensing the medication and unable to pull the medication to patient it caused a delay to the patient care. There were no adverse events or injuries reported based on this event.